Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call audio/beep anomaly on the insulin pump. Customer's current blood glucose reading was 215 mg/dl. Customer advised they have dark spots on their display screen, an audible long beep when programming a bolus and a tone is present that lasts for the duration of the bolus. Customer advised they had ketones about a month ago and that how long the tone has been present on the device. Customer visited their healthcare provider and there blood glucose levels are high in the morning but during the day they are normal. Customer was able to perform and pass the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.